Event description:
It was reported that the patient lost stimulation coverage of pain areas due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. Upon interrogation in the operating room, there were impedances that did not resolve after lead revision, and the implantable pulse generator (ipg) was also replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5004976. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 777970. UDI: (B)(4).